Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch ultra meter displayed the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began at 2:00 pm mid (B)(6) 2015 (date not provided). The patient manages his diabetes with a combination of diabetes medications. The patient was unable/unwilling to state if he made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient denied that symptoms developed; however, he stated that he received hcp treatment of 5 units of insulin during a visit to his doctor's office at 12:30 pm at the end of (B)(6) 2015 (date not provided). The patient stated that his blood glucose was tested using another device from mid (B)(6); however, he could not recall the results obtained from the device. At the time of troubleshooting, the csr noted that the patient was unable/unwilling to perform a walk through rested, the subject meter was not being used for the first time, the patient was using the correct testing technique and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that he received hcp treatment after the alleged product issue began.